Event description:
In 2008, the patient reported his insulin infusion set tubing is occluding during bolus delivery. He stated his tubing had been in use for 4 days. He said he had an elevated blood glucose reading of 388 mg/dl with his normal range being 100-150 mg/dl. He stated he felt nauseous and treated his reading by injecting 8-10 units of insulin. The patient called back later the same day and stated his blood glucose levels returned to his normal range, and he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.